Event description:
It was reported that bd precisionglide¿ hypodermic needle had foreign matter inside and was blocked. This was discovered during use. The following information was provided by the initial reporter: it was found foreign matter / material inside the needle, on the other needles she realizes that they are blocked and can not perform the procedure.

Manufacturer narrative:
Investigation summary: two samples and four photos were provided by the customer for investigation. One sample was returned in an opened blister pack and the other sample was returned without a blister pack. The returned samples were visually examined and it was observed that the sample which was returned without a blister pack was clogged as light was not able to pass through the sample. The second sample was found not to be clogged as light was able to pass through the sample; however, it was noted that the sample had epoxy rundown on the outside of the needle hub. Four photos were provided by the customer for investigation. The first photo shows the returned sample which was returned in the blister pack. The second photo shows the top web of the blister pack and it can be seen that the blister pack has been opened by pushing the needle hub assembly through the paper of the blister pack. The third (3rd) photo shows the top web of the blister pack next to the returned sample which has epoxy rundown on the needle hub. The fourth photo shows the returned sample which has epoxy rundown on the needle hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. No corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ hypodermic needle had foreign matter inside and was blocked. This was discovered during use. The following information was provided by the initial reporter: it was found foreign matter / material inside the needle, on the other needles she realizes that they are blocked and can not perform the procedure.